Event description:
New information received notes that the device was explanted and replaced. Patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, an alert for charge time limit having been reached was observed due to a battery anomaly. During an attempted capacitor maintenance in-clinic, the device timed out. Device replacement was recommended. No further information available.

Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the programmer printouts. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous hv capacitor was found. The cause of the charge timeout was an anomalous hv capacitor.